Manufacturer narrative:
The suspect device was not sent to olympus for evaluation. A review of the device history record was not possible as no lot or serial number information was provided. However, olympus only ships devices that meet specifications. Based on the results of the legal manufacturer's investigation, it is likely the user did not understand the correct reprocessing steps. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following, which may help to prevent the issue: "disconnect the forceps/irrigation plug -loosen the locking ring and disconnect the forceps/irrigation plug from the endoscope." "Disassembling the forceps/irrigation plug - be sure to disassemble the forceps/irrigation plug before it is cleaned, disinfected or sterilized. Otherwise, the forceps/irrigation plug may not be properly cleaned/disinfected/sterilized.¿ olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported that when reprocessing her olympus uretero-reno fiberscope, the staff was not taking apart the maj-891 plug that is attached to the scope to clean it separately. There was no patient involvement during this event. The endoscope is reported on the medwatch with patient identifier (B)(6).